Event description:
Code was called. Defibrillator failed to discharge. Two reports are being submitted on this pt because two different defibrillators failed to discharge. The other defibrillator involved was a zoll model no. 1200.